Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that they were getting shots of electricity that woke them up during the night, and wanted to know if there was a way to run something to see if there was something wrong with their system. It felt like a bumble bee stinging them, and woke them out of their sleep; it always occurred when they were sleeping. It had woken them up four or five times. They didn't know if it was the stimulator. The shots of electricity had been occurring for a couple of weeks or maybe more than that. After the patient connected to their ins with their handset, it showed stimulation was on program one at 0.2 volts. They turned stimulation off and left it for a couple of hours and had not felt any shocks yet. They confirmed they had not had any falls or accidents. They were redirected to follow up with their managing healthcare provider, and noted they had an appointment for next week.